Event description:
It was reported that the patient expired on (B)(6) 2022 due to cardiac arrest. Old pump: MFR #2 916596-2022-14212.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 13sep2022. The heartmate ii lvas instructions for use (IFU) is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Additionally, although a specific cause for the reported cardiac arrest was not provided, the IFU also lists myocardial infarction as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.